Event description:
Bleeding blocked view. Unable to advance implant. New istent was opened and implanted successfully. Vendor rep was in the room to assist. Failure has patient contact but no patient harm. Manufacturer response for glaukos istent, (brand not provided) (per site reporter). Product disposed of per rep. Replacement product received.